Event description:
It was reported that during impaction of the femoral implant a piece of the grey plastic broke off on one of the legs that hold the implant onto the tool.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the bcs ii locking femoral implant impactor showed a fracture through the anterior cam bumper, which was likely due to overload. An overload fracture can occur when the mechanical forces applied to the instrument exceed the strength of the material. The device was manufactured in 2015. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.